Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Block b3: exact date unknown, event occurred four years ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: sc-2108-50m. Model: sc-2108-50m. Serial: (B)(6). Batch: 10996/11018.

Event description:
It was reported that the patient experienced inadequate stimulation and discomfort at the implantable pulse generator (ipg) and lead site. All components were explanted. No further information has been obtained despite good faith efforts.